Manufacturer narrative:
Additional narrative: the part number is unknown, therefore, the gtin is unknown. The brand name is unknown. The manufacturing location is unknown. The catalog number, lot/serial number is unknown. PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during unspecified surgical procedures, it was observed that there were ongoing issues with power tool devices. It was reported that the devices were failing during surgical procedures. The reporter stated that the issue had been ongoing for months. The reporter was unable to verify the specific devices or the specific number of occurrences, or any specific malfunction of the devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 2520274-2017- 10928 is a duplicate of MFR# 1045834-2017- 10676. Reference MFR# 1045834-2017- 10676 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.